Event description:
It was reported in 2008, pt had implant of a bifurcated device and two proximal cuffs in 2007 at hospital. A follow up visit revealed an unresolved type ii endoleak that was due to a large lumbar vessel that was not sealed off after the original procedure. On the event date, hospital, the pt was converted to open, the devices were explanted, and the pt tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports, no issue were noted. Device met specifications prior to release. Pt predisposed condition (type ii endoleak) and operational context contributed to event.